Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly as the seal remained inside of the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned inside of the loading device. The tension spring assembly and the anchor tab were inside of the delivery device. The seal was slightly folded under the window of the loading device. The delivery tube appeared to have been advanced as it was making contact with the seal. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was nonconformance recorded in the lot history. (B)(4).